Event description:
A caller reported an alarm related to the tandem mobi cartridge during the loading process. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer resolved the issue by loading a new cartridge and successfully resumed insulin therapy. No previous occurrences of this specific cartridge alarm were reported, and technical support advised the customer to reach out if the problem recurs for further troubleshooting.